Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material respective in the manufacturing process. The risk management file had considered potential nail breakage. The estimated threshold was not exceeded. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires timely sufficient bone healing during the implantation period. In this case the returned nail had broken in fatigue manner after an implantation period of approx. 5 months. Mechanical damages ¿ drill marks ¿ and scuffed off coating at the lateral edge of the left web had been caused by contact with the step drill during initial preparation of the canal for the lag screw; assumed inappropriate tightening of single units e.g. Nail holding screw / nail, speedlock sleeve. Such damages may cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner after approx. 5 months. Nail breakage is inevitably to be expected after a material damage. The incipient crack was originated ¿ with utmost probability ¿ by intra-operative damage (chamfer) most likely causing additional notch effects. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to above implant breakage was most likely caused intra-operative damage. According to available information a deficiency of the nail was not verified.

Event description:
It is reported by the surgeon of the hospital that x-ray shows nail breakage at the junction between the nail and femoral neck screw. Retrospectively already radiograph from (B)(6) 2015 on suspicion nail breakage. No medical records will be available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital that x-ray shows nail breakage at the junction between the nail and femoral neck screw. Retrospectively already radiograph from (B)(6) 2015 on suspicion nail breakage. No medical records will be available.